Event description:
It was reported by the physician that the patient presented with a rapid decrease in battery change. The patients battery depleted to about 50% in 6 months. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was received that the physician saw the patient in clinic at the beginning of new year and the patient's percentage had returned to the correct value. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates: corrected data; initial MDR inadvertently submitted without inclusion of known data.

Event description:
Generator programming history data was reviewed and no anomalies were found within the data. No additional relevant information has been received to date.